Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up in clinic follow up, the base rate of a single chamber pacemaker was not changed according to the programmed parameter. This problem was discovered when an attempt to reprogrammed a higher rate 100ppm to overdrive the intrinsic heart rate (90ppm) in order to check the v threshold. However, the base rate was not changed after permanently programmed. The threshold was finally checked by auto capture. Patient's safety is not affected.